Event description:
It was reported that the patient experienced diaphragmatic stimulation. The device was reprogrammed by lowering the left ventricular (lv) lead threshold and no further stimulation was noted. About four months later, the patient again experienced diaphragmatic stimulation. The device was reprogrammed by changing the lv lead threshold and no further stimulation was noted. The lv lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.